Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant because of the low primary stability achieved. The patient presented bone type IV.